Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in my sides') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to metal"), abdominal pain lower ("cramp"), headache ("headaches"), irritability ("irritability"), fatigue ("exhaustion"), abdominal distension ("bloating"), nausea ("nausea"), tooth disorder ("teeth problem") and dysgeusia ("metallic taste in my mouth") and was found to have weight decreased ("I lost (B)(6)") and weight increased ("weight gain"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, weight decreased, abdominal pain lower, headache, irritability, fatigue, weight increased, abdominal distension, nausea, tooth disorder and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysgeusia, fatigue, headache, irritability, nausea, pelvic pain, tooth disorder, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in my sides') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to metal"), abdominal pain lower ("cramp"), headache ("headaches"), irritability ("irritability"), fatigue ("exhaustion"), abdominal distension ("bloating"), nausea ("nausea"), tooth disorder ("teeth problem") and dysgeusia ("metallic taste in my mouth") and was found to have weight decreased ("I lost 17 lbs") and weight increased ("weight gain"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, weight decreased, abdominal pain lower, headache, irritability, fatigue, weight increased, abdominal distension, nausea, tooth disorder and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysgeusia, fatigue, headache, irritability, nausea, pelvic pain, tooth disorder, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.